Event description:
It was reported that ams 700 21 cx inflatable penile prosthesis (ipp) would not cycle correctly during prep prior to implant. The ipp pump would push saline out of the tube after each squeeze, but would not inflate cylinders.

Manufacturer narrative:
Analysis of the cx preconnect ms 21cm ip iz confirmed there were no leaks in the cylinders. The pump had a misaligned ball. Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records for container 23030253 found no evidence that the device failed to meet applicable product specifications prior to shipment from bsc. Ship history, labeling review and risk review not required per 92186855 wi cis product investigation. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered cause traced to component failure. This complaint investigation conclusion code is utilized for an expected or random component failure without any design or manufacturing issue. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that ams 700 21 cx inflatable penile prosthesis (ipp) would not cycle correctly during prep prior to implant. The ipp pump would push saline out of the tube after each squeeze, but would not inflate cylinders. The product was explanted and expected to be returned. A supplemental report will be filed after the product has been returned and product analysis has been completed.